Event description:
Medtronic received information regarding a pipeline flex with shield that had resistance with the phenom 27 microcatheter and failed to open. The patient was undergoing a procedure via right femoral artery access for flow diverter treatment of an internal carotid artery (ica) c5 segment unruptured saccular aneurysm. The aneurysm max diameter was 20.5 mm and the neck diameter was 11 mm. The distal landing zone was 3.8 mm; the proximal landing zone was 4.6 mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). The phenom 27 microcatheter was delivered with the guidewire to the middle cerebral artery (mca) m3 segment. The pipeline was then delivered but, upon deployment, when the pipeline was less than 50% deployed, the pipeline stent distal end failed to open fully despite multiple attempts. The entire system was pulled back to the end of the ica c7 segment but the stent could still not be opened fully and could not achieve adequate wall apposition. The pipeline was not positioned in a bend. The pipeline was resheathed two or less times. No other steps or devices were used to open the pipeline. After repeated attempts, it was suspected that both the pipeline and the phenom 27 microcatheter were damaged so the devices were both removed. It was noted there had been resistance at the distal end of the catheter during the procedure as well. Both the pipeline and the phenom were replaced and two pipelines were ultimately implanted telescoping successfully to complete the procedure. There was no patient injury associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231796188); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that resistance occurred when the stent was delivered to the mid-to-distal segment of the catheter. There were no damages observed on the pipeline push wire or catheter.